Manufacturer narrative:
This medwatch, 0001825034-2014-08083, was reported in error. There has been no issue reported to date on this patient involving his (B)(6) 2012 implant. This medwatch, 0001825034-2014-08083, is considered closed at this time.

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, adverse wear was noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Additional information received reports patient was revised (B)(6) 2012 due to unknown reasons. The cup and head were removed and replaced. Invoice records indicate a second revision occurred (B)(6) 2013 due to unknown reasons. The cup and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿wear and/or deformation of articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06269 and 1825034-2014-08083 / -08084).